Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the pledget inside her vaginal cavity. She was unable to manually remove the pledget so she went to the ER. ER provider removed the pledget from her vaginal cavity. She did not experience any adverse health effects.